Event description:
Caller reported that the pumps wake button was difficult to press, requiring multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. The customer reverted to a backup insulin pump.